Manufacturer narrative:
Resolution of dilemma: post stenting coronary filling defect due to intramural hematoma https://doi.org/10.1016/j.ihjccr.2018.09.005. Date of publication angiographic images provided showed high grade stenosis in the ostio-proximal lad segment and plaque in the mid segment prior to stenting. After stenting, an image revealed no haziness, following post-dilation of the stent an image revealed a filling defect distal to the edge of the stent which was later determined to be intramural hematoma (imh). Following dilation with a cutting balloon an image showed partial resolution of imh. Following deployment of another stent an image provided showed complete resolution of imh. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal that a patient presented with acute coronary syndrome. An angiogram revealed significantly obstructive lesions in the proximal lad and mid rca. The lad was pre-dilated using a 3x18mm nc balloon followed by a 3.5x6mm cutting balloon due to the fibrotic nature of the lesion. A 3.5x38mm resolute integrity stent was then successfully deployed in the proximal to mid lad, with no edge dissection or side branch occlusion present after angio. Post dilation was performed using a 3.5x15mm nc balloon. A subsequent angiogram revealed discrete filling defect in the lad sufficiently distal to the stent edge. Intra vascular ultrasound (ivus) imaging was performed which revealed an intramural hematoma (imh) with communication to the lumen. A cutting balloon was used to decompress the hematoma. There was a decrease in the defect size but it was not completely gone. Therefore a longer resolute integrity (2.75 x 30mm) was deployed successfully in the distal lad overlapping the previous stent followed by post dilation. A check angiogram revealed complete resolution of the hematoma with timi iii flow . The physician then proceeded to use a non-medtronic st ent to successfully treat the rca lesion. No further patient injury was reported.